Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a user opened the door of the pump module without engaging the roller clamp prior to opening the door. Free flow was observed, and the users stated that they stopped flow by pinching off the tubing or engaging the roller clamp. No patient harm occurred.